Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had completed their treatment when they observed the baxter pd solution bag leaked after it had disconnected from the fresenius apd luer lock connector. Patient was able to complete treatment with the cycler on the date of the event. The patient did not experience any symptoms, adverse events, injuries, nor require medical intervention as a result of the reported event. The reported apd connector was discarded and is not available to return.